Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer contacted their healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.